Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a plug driver was found to have a stripped tip upon the completion of a surgical procedure. There were no reported surgical impacts associated with this event.

Manufacturer narrative:
UDI number: na. Additional information: method, results, and conclusions - the returned driver was examined. The tip of the device was found to have deformation in a manor consistent with use over time. This likely involved instances of improper seating/applied off-axis force that would have led to this type of deformation. A review of the DHR did not find any issues which would have contributed to this event.

Event description:
It was reported that a plug driver was found to have a stripped tip upon the completion of a surgical procedure. There were no reported surgical impacts associated with this event.